Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer cribriform occluder was selected for implant using a 9f amplatzer trevisio delivery system. During device preparation, a fiber was observed at the outer aspect at the sewing point on the patch. However, the device was prepped and "this was no longer an issue." However, during deployment, both the left atrial (la) and right atrial (ra) discs deformed with a bulbous shape. There were no interactions with cardiac structures and no angulation/kink observed with the delivery system. The occluder was never released from the delivery cable while inside the patient. The occluder was retracted and re-deployed two more times, however the deformation persisted. The occluder was exchanged for a new 25mm amplatzer cribriform occluder, which also deformed with bulbous shapes in both the la and ra discs. There were no interactions with cardiac structures and no angulation/kink observed with the delivery system. The occluder was never released from the delivery cable while inside the patient. The second occluder as removed and exchanged for a new 35-25mm amplatzer talisman pfo occluder, which was successfully implanted. The patient was reported to be in stable condition.

Event description:
N/a

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Possible contributing factors of device deformity include use of incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment. Information from the field indicated that there was no interaction with cardiac structures during deployment and there was no angulation or kink noticed in the delivery systems. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.